Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Final analysis found an insulation abrasion at 10.8 cm to 11.3 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).